Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2024-03613 for the associated device information. It was reported to boston scientific corporation that axios stent and electrocautery enhanced delivery systems were used transduodenal to the common bile duct to treat metastatic pancreatic and renal cancer with aortic involvement during endoscopic ultrasound (eus)-guided biliary drainage (eus-bd) and endoscopic ultrasound (eus)-guided gallbladder drainage (eus-gbd) procedures performed on (B)(6) 2024. During the (eus-bd) procedure, the first 8mm axios stent (subject of manufacturer report # 3005099803-2024-03613) was advanced through the scope. Cannulation into the common bile duct was successful; however, the delivery system was not able to advance retrograde over the guidewire (otw). The first axios stent was then removed, but the stainless-steel plug insert was detached from the handle, leaving a strand of exposed copper wire protruding from the plug orifice. Subsequently, the physician proceeded to perform the (eus-gbd) procedure. During the (eus-gbd) procedure, the second 10mm axios stent (subject of this report) was successfully implanted. However, post stent placement, the patient exhibited low cardiac output and had cardiac arrest. Cardiopulmonary resuscitation (CPR) was then performed for ten minutes before a femoral pulse was detected. The patient was transferred to angiography for imaging to determine the source of the blood loss. A blood transfusion was administered before and during imaging with a perforated arteriole observed underneath the duodenal flange on the implanted 10mm axios stent. Embolization was conducted and hemostasis was successfully achieved. The patient was transferred to ICU in a stable condition.

Manufacturer narrative:
Block h6: imdrf patient code e0511 captures the reportable event of perforation. Imdrf patient code e0506 captures the reportable event of major hemorrhage. Imdrf patient code e0602 captures the reportable event of cardiac arrest. Imdrf patient code e2401 captures the reportable event of hypovolemic shock. Imdrf impact code f2203 captures the reportable event of fluoroscopic images were taken. Imdrf impact code f2302 captures the reportable event of blood transfusion was administered. Imdrf impact code f2306 captures the reportable event of cardiopulmonary resuscitation was performed. Imdrf impact code f0801 captures the reportable event of patient was transferred to intensive care unit (ICU) imdrf impact code f23 captures the reportable event of embolisation was conducted. Imdrf impact code f02 captures the reportable event of the patient passed away.